Event description:
The customer reported there were problems with c-arm rotation movement. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the motor and drive system pin. The sys now operates as intended.